Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implant date corrected to (B)(6) 2015, explant date: corrected to unknown.

Event description:
On (B)(6) 2015 additional information was received from the physician's office and per this reporter the patient died on (B)(6) 2015. She stated that the patient was found unresponsive and fully coded and after this the patient was essentially brain dead and he passed away on (B)(6) 2015. She stated that the pump was not suspected to be related to the patient's death at all and no autopsy was conducted.

Event description:
On (B)(6) 2015, the patient was implanted with a new infusion system. The dose was started at 100 mcg/day. The patient had good relief at that dose so the physician decided to up the dose to 119 mcg/day. The patient¿s mother noticed drainage from the patient¿s back incision and the physician decided to monitor due to the patient¿s medical history of being prone to infection. On saturday ((B)(6) 2015) morning the drainage continued so the patient was taken back to the operating room and the incision was opened. Cultures were taken at that time; no other issues were seen. The physician placed a drain. The patient was hospitalized related to the event. On (B)(6) 2015 at approximately 5pm the patient went into full code; cardiac arrest and respiratory arrest. The patient was considered brain dead. The patient expired. The patient¿s spinal fluid was positive for gram negative bacteria. The device system was delivering lioresal.